Manufacturer narrative:
This device was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings are; evidence of heavy rusting and water seepage marks were found on the main board, hit marks on the front panel and corrosion on the rear panel. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during their routine maintenance the video system center was found to have water inside the unit. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the power switch cannot be pushed due to a faulty power switch and the unit would not power up due to a faulty power supply. There was no procedural or patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.